Event description:
Device malfunction: none. Symptoms/ae: neurological change. Time of symptoms: post procedure. It was reported that two days post a left internal/ common carotid artery rx acculink stenting procedure, the pt experienced recurrent mental status changes and left ptosis. Head CT revealed no acute stroke but noted a large dominant left vertebral artery. No treatment was administered. Symptoms resolved two days after onset. The pt was discharged home in 2009. Though requested, no additional info has been provided.

Manufacturer narrative:
Study event. Eval summary: the stent remains in the pt. The lot number was provided. Neurological effects are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to the reported event.